Manufacturer narrative:
Additional information was received that the patient¿s surgery was postponed. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a following revision procedure the patient was experiencing pain and infection at ipg site. Symptoms were tenderness, redness, swelling, drainage and fever. The patient was on antibiotics. The physician do not believed that infection was procedure related. It was unknown if it was device related. The patient underwent an explant procedure.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that a following revision procedure the patient was experiencing pain and infection at ipg site. Symptoms were tenderness, redness, swelling, drainage and fever. The patient was on antibiotics. The physician do not believed that infection was procedure related. It was unknown if it was device related. The patient underwent an explant procedure.